Event description:
The customer reports the system is rebooting itself and locking up. The system is not down. Pt involved.

Manufacturer narrative:
The ge service rep retrieved the log files from the system and stent to complaint review board. Erased the nodes on the system, installed the software, re-installed the calibration files. Tested the unit, runs as intended.